Event description:
It was reported that the user experienced hyperglycemia while using the ilet, describing blood glucose values over 400 mg/dl for approximately two hours, and cause was unclear. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included user contact attempts and troubleshooting with education on high glucose management. Investigation of this case revealed no confirmed device malfunction or component failure and no reproducible issue based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.